Event description:
It was reported that following stent deployment, the stent delivery system (sds) was removed, but before it came completely out, it separated. However, it came out in the guiding catheter and was successfully removed. There was no pt injury. Upon further review of the returned product evaluation, the shaft had separated distal to the guide wire exit notch. This malfunction MDR is being filed based on the location of the separation.